Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt's trunk cable was pulled from the strain relief and missing. The pulled cable damaged the trunk cable connector j702 on the distribution node (dn) pca. Additionally, the ECG c and d cables was pulled from the strain relief, damaging connector j704 on the dn pca. The root cause for the strained cables was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/23/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an electrode belt and reported that it had a damaged cable.